Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for the protected remaining capacity. Also, this pacemaker recorded a red call doctor (rcd) icon. Technical services (ts) reviewed latitude data and confirmed the rcd was due to code 1003. Ts requested the field representative send in device data for analysis and to determine the replacement interval. At this time, device data hasn't been received for analysis. It was noted this patient was device dependent. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. The device was unable to be interrogated. The safety replacement interval was calculated, and the device should be replaced within 60 days. The patient was scheduled for a replacement. At this time, the replacement has yet to occur.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for the protected remaining capacity. Also, this pacemaker recorded a red call doctor (rcd) icon. Technical services (ts) reviewed latitude data and confirmed the rcd was due to code 1003. Ts requested the field representative send in device data for analysis and to determine the replacement interval. At this time, device data hasn't been received for analysis. It was noted this patient was device dependent. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. The device was unable to be interrogated. The safety replacement interval was calculated, and the device should be replaced within 60 days. The patient was scheduled for a replacement. At this time, the replacement has yet to occur. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for the protected remaining capacity. Also, this pacemaker recorded a red call doctor (rcd) icon. Technical services (ts) reviewed latitude data and confirmed the rcd was due to code 1003. Ts requested the field representative send in device data for analysis and to determine the replacement interval. At this time, device data hasn't been received for analysis. It was noted this patient was device dependent. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.